Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the u.s.. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a12.6mm, vticmo12.6, -16.0/+1.5/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to "tilted icl", elevated iop, pupil block, lens dislocation/subluxation and blurred vision. Addition of new pi was performed and a replacement lens of shorter length was implanted on (B)(6) 2020. It was reported that the problem resolved.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a vial in liquid. Visual inspection found haptic torn. Claim# (B)(4).